Manufacturer narrative:
Findings: the complaint is inconclusive since the product was not returned for evaluation. A chr could not be completed since the lot number was not indicated.

Event description:
Following infiltration local anesthesia with 1% lidocaine, a d/l peripherally-inserted central catheter was passed through the left basilic vein to the superior vena cava under fluoroscopic guidance by the interventional radiologist. The catheter was aspirated and flushed with normal saline. Immediately (within seconds) after flushing, the pt complained of chest pain, back and neck pain, and shortness of breath. Facial swelling was noted. Tachypnea (30-40 breaths/min) and tachycardia (120-130 beats/min). Were present. Monitoring revealed no change from baseline in blood pressure (approx 150/90 mm hg) and sinus rhythm. Chest fluoroscopy disclosed no mediastinal widening and no pneumothorax. Pt was given oxygen by face mask and diphenhydramine 50 mg IV through the PICC line. Within 4-6 minutes, the pt noted improvement in symptoms and all symptoms resolved within approx 20 min. The PICC line subsequently was flushed with normal saline wit.